Event description:
It was reported that the insulin pump displayed an unexpected insulin gauge amount, showing a discrepancy in fill estimates. There was no adverse impact to the customer¿s blood glucose level. Customer education was provided, advising completion of the cartridge air removal step before filling. Although the caller declined to load a new cartridge, they understood instructions and would continue using the current one, planning to follow up if needed.